Event description:
It was reported that fluid leaked from the bd nexiva¿ closed IV catheter system needle port. The following information was provided by the initial reporter: "it seems to only be 18 gage nexiva both dual and single ports... The issue is that after the needle is withdrawn... At the port where the needle disconnects fluid is leaking out."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The root cause cannot be determined for an unconfirmed defect.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid leaked from the bd nexiva¿ closed IV catheter system needle port. The following information was provided by the initial reporter: "it seems to only be 18 gage nexiva both dual and single ports... The issue is that after the needle is withdrawn... At the port where the needle disconnects fluid is leaking out."